Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: d284drg ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right atrial (ra) lead was returned to the manufacturer after being removed and replaced for system upgrade.&#2068;he lead subsequently tested out of specification during the manufacturer's analysis.&#2062;o patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.